Event description:
The lens was explanted in 2003 due to the opacification of the lens. One year after the implantation in 2002 the pt complained of not being able to see well. The lens appeared opacified and it was explanted in 2003.